Manufacturer narrative:
Approximate age of device - 2 years and 9 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported device interrogation revealed several driveline fault alarms. The system controller was exchanged. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log files from the primary and backup system controllers and observed that both log files showed the same phase degrading. X-ray images of the driveline submitted for review were unremarkable. On (B)(6) 2018, an external distal percutaneous lead (driveline) replacement approximately 2.5 inches from the exit site was performed. No open wires wer found during a phase interrupter test. Post driveline replacement, the vad system was connected to a power module using a normal grounded patient cable without issue. No additional information was provided.

Manufacturer narrative:
Sections b2, b5: additional information. No further information was provided. The manufacturer is closing this event.

Event description:
The patient had a short to shield. The patient was admitted to the hospital on (B)(6) 2018 for percutaneous lead repair. The percutaneous lead repair was successful. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The report of driveline fault alarms can be confirmed based on the evaluation of the submitted log file. The log file contained approximately 16 days of data, spanning from (B)(6) 2018 21:20 to (B)(6) 2018 11:19, which captured numerous driveline fault alarms while the device was supported by both the mpu and batteries. The pump appeared to be functioning normally throughout the log file at the set speed of 9400 rpms. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. Approximately 17.5 inches of the external portion/distal end of the driveline was returned. The silastic sleeve was removed, and brown, grainy deposits were found in between the sleeve and the bionate. Further examination of the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.